Event description:
The MFR received info alleging a pressure alarm was continuously alarming. There was no report of pt harm or injury.

Manufacturer narrative:
The device was returned to the MFR for eval. The MFR confirmed the customer's complaint. The MFR found the pca board to have evidence of tampering. The device's pca board was replaced to address the issue.